Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's scs ipg became inoperable due to the inability to charge the device for several weeks. Also, the pt was not able to establish communication between her scs ipg and external devices. The sjm rep confirmed the issue. As a result, the ipg was explanted and replaced with a different model which resolved the issue.